Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/5/16 medical records received. Medial records reviewed for MDR reportability. Attorney letter stated patient was unable to use stairs and had to have a ramp built for her house. Medical records and revision surgical report noted mechanical symptoms of weakness, audible "clunking" noise, increase cobalt and chromium without lab results, pseudotumor, loss of the posterior capsule muscles, necrotic tissue on abductor muscle and significant blackness of trunnion suggestive of corrosion and trunnionosis. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 25, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) .depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.